Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty disassembling the cup impactor bolt from a da cup impactor handle was reported. The event was confirmed. Device evaluation and results: the returned device was unmarkable with the exception of deformation noted on the teeth of the mating hole. The deformation suggests the handle was rotationally misaligned during impaction. The misalignment resulted in deformation of the impactor handle mating feature which caused the reported disassembly difficulty. Material analysis found no evidence of material or manufacturing defects on the returned impactor handle. There is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: damage to the returned cup impactor handle indicated the handle was rotationally misaligned with the bolt during impaction. The misalignment resulted in deformation of the impactor handle mating feature which caused the reported disassembly difficulty. Material analysis found no evidence of material or manufacturing defects on the returned impactor handle.

Event description:
It was reported that bolt cold welded to impaction handle surgeon had to remove impaction handle by un-screwing the entire construct. No unusual circumstances.

Event description:
It was reported that bolt cold welded to impaction handle surgeon had to remove impaction handle by un-screwing the entire construct. No unusual circumstances.